Manufacturer narrative:
(B)(4).  Physio-control evaluated the customer's device and verified the reported issue that a service indicator was present and the device would not charge.  In addition, physio observed that there was no ECG waveform available in paddles lead during testing. The customer was provided with a replacement device. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. (B)(4).

Event description:
The customer contacted physio-control to report that their device had a service indicator present and would not charge, when prompted, in order to shock. &#1288;ere was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control performed additional analysis on the customer's device and determined that the cause of the reported issue was a thermally sensitive integrated circuit, designator u63, on the therapy pcb assembly.  The integrated circuit was sensitive to heat.